Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin that is itchy, and red. The patient reported an allergy to nylon thread. The patient was given prescriptions from her physician for clearing a fungus and to stop wearing the device. The patient reported that the irritation was healing.